Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced al fall on (B)(6) 2015. Upon interrogation, the left ventricular lead exhibited loss of capture. During lead revision, the lead exhibited high impedance. There were no other electrical anomalies. Fluoroscopy was performed and revealed no anomalies on the lead. No noise was seen during isometrics and pocket manipulation. The lead was reprogrammed. The patient tolerated the procedure well and would continue to be followed normally.